Manufacturer narrative:
(B)(4) PMA/510(k) the rt267 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt267 infant breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed that the rt267 infant breathing circuit had a crack on one of the swivel wye ports. The pressure test result was outside of the specification. A lot check revealed no other complaints of this nature for lot number 151107. Conclusion: we are unable to determine what may have caused the damage noted on the returned rt267 infant breathing circuit. All rt267 infant dual heated evaqua2 breathing circuits, including the swivel wyes, are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the observed cracking occurred after the subject rt267 infant breathing circuit was released for distribution. Our user instructions that accompany the rt267 infant dual heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt267 infant dual heated evaqua2 breathing circuit was found cracked after four days of use. No patient consequence was reported.